Event description:
It was reported to philips that the device failed to calibrate. There was no report of patient involvement. The customer requested assistance from philips field service engineer (fse). Per the customer, the unit was experiencing the device failed to calibrate. Due to the noted issue, a therapy capacitor was ordered and replaced to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy capacitor. Per the customer, the therapy capacitor was ordered and replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.